Event description:
The clinician reports the implant was inserted (B)(6) 2019 in ada 30. Details of surgery: primary stability not achieved, implant surface not completely covered with bone and sinus augmentation. On (B)(6) 2020, loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: infection, swelling and increased sensitivity. No further patient complications were reported.